Event description:
Patient was implanted on an unknown date in 2010 with synthes hardware, including cerclage wire. The cerclage wire was broken in one or more places, and has become painful. It is unknown what action has been taken to correct the event. This report is for an unknown cerclage wire. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.